Event description:
It was reported by repair work order that the customer alleged the power load trolley was stuck in the back of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.